Manufacturer narrative:
This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Technical support (ts) upgraded the customer to pr2 and attempted to obtain additional information from the customer regarding methodology and accuracy since the upgrade. No additional information was documented in the record. The probable cause of the event is unknown.

Event description:
On (B)(6) 2015 a customer reported a patient had progesterone (prog) testing done at another office and the results were different from the results obtained using the aia-900 analyzer. This complaint was deemed to be reportable due to potential discrepant patient results. There was no indication of any patient intervention or adverse event consequence due to the alleged discrepant patient results. The customer reported testing with the aia-900 system was 1.9 then upon repeat testing 2.7. Reportedly the results from the other unknown office were in the 20's and quest got 21.1. The customer indicated that historically the results have been in the 20s/30s. The customer reported to ts they no longer have the sample. Technical support (ts) asked the customer how many samples other than these two were run, what medications the patient is on and if being treated orally or inter muscularly. Reportedly, the patient is on oral supplements not intramuscular. Patient is on estrogen e2 and e3, dhea, test cream, 160 mg prog at night, (B)(6) 188 and (B)(6) 49.